Event description:
Medtronic received information regarding a navigation device. It was reported that they could not get an accuracy reading below 4.0 patient reference frame to use for initialization. Surgery continues. There was no patient impact and a delay of less than one hour.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: 2.0.1 h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. As per the case description, the site was not able to get the registration accuracy below 4.0mm. As per the snapshot and case comments provided on (B)(6) 2023, the patients head was squeezed in a head holder causing the face to be deformed during the scan. Hence, suspecting the deformed face in the scan might have caused the difficulty in getting the registration accuracy metric less than 4.0mm. H6: b01, c19 and d14 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.